Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was checked and noted that there is a broken wire. Patient stated that the local representative turned off the lead to conserve battery. Boston scientific technical services (ts) discussed about leads and referred patient to physician. This lead remains in service. No additional adverse patient effects were reported.